Event description:
It was reported to philips that the system's flexvision monitor was unable to display. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during neurovascular diagnostic procedure. The procedure was aborted, and it was completed by moving the patient to another room. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system's flexvision monitor was unable to display. Upon troubleshooting, customer found a loose cable. Customer resolved the issue by themselves. The defective part was returned for analysis, for suite pc, no malfunction was observed. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.